Event description:
It was reported post procedure that the pt coded and expired after the 7 level procedure in which approx 23 cc bone cement was administered into the pt.

Manufacturer narrative:
Device implanted in the pt and not returned for eval. A review of the device history record did not reveal any discrepancies related to the complaint. The lot met all specs prior to release. Cause of the death is unk.